Event description:
Reportedly, after firing, the surgeon confirmed there was leaking from the anastomosis. A new instrument was used and the anastomosis was redone. Procedure: low anterior resections.